Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The membrane was returned separately from the catheter tubing. The inner lumen and optical fiber were observed to be cut approximately 50.8cm from the y-fitting. The sheath was returned separately from the iab and was observed to be scrunched on the lower half of the sheath tubing. The returned sheath was not a maquet product. A kink was found on the catheter tubing approximately 8.4cm from the y-fitting an additional kink was found on the inner lumen approximately 21.1cm from the iab tip. The extender tubing was also returned. The inner lumen was occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was detected on the membrane approximately 3.6cm from the rear seal measuring 0.3cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iab rupture occurred and blood was seen in the extender tubing. The iab was removed and an impella device was placed without incident. There was no patient harm or adverse event reported.